Event description:
Olympus medical systems corp. (Omsc) was informed that during gastral endoscopic submucosal dissection (esd), the tip of the device fell off in the patient. The doctor grabbed the tip using a forceps, but when he withdrew the scope to verify the tip outside the patient body, the tip was not present in the forceps grasper. It is unk where in the patient body the tip fell. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that the tip fallen off from device. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concludes that it is due to reduction in fixing strength of the adhesive. The factor of the reduction was brought by the metal parts becoming high temperature by heat during incision, or some strong forces applies when the doctor peeled off the anatomy. This report is being submitted as a medical device report in an abundance of caution.